Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited sic (sensing integrity counter) counts. The rv lead was reprogrammed and all provocative tests were done and no oversensing could be produced. The rv lead remains in use. No patient complications have been reported as a result of this event.